Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced door (cracked up door latch), latch door (broken low door latch) and bezel (broken right side of the mech frame keeping iui bracket). Lvp ail recall completed. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged door kit assy 8100 rohs. Device history review: a review of the device history record for (B)(6) was performed from date of manufacture 09/26/2012 to the present date 01/07/2021 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.